Event description:
It is reported that the device was implanted in 1990. Patient is scheduled for revision surgery in 2008, due to pain.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. The device has field usage over 18 years. The part number and product family are unknown, the device has not yet been explanted, and no x-rays were provided. Due to lack of information probable cause cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision due to poly wear. Head and liner were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with photographs provided. Photographs confirms the liner is worn off and the head shows wear and black material on the surface. The black material is likely from the head rubbing against the shell due to the liner being worn off. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.